Event description:
It was reported that the autoclavable camera head had dull/partly blurry image. The issue was found during an unknown procedure under sedation that was completed with an olympus back up device and had procedural delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.